Event description:
Baxter finland reported "2 miniset twist transfer set: one of the two clamps breaks in normal use." Per the affiliate, this issue was noted during use and no patient injury or medical intervention was associated with these incidents.